Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #530d31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. During the functional test, a sound of a motor was heard, and the knife didn't move, this is consistent with a device been bailout. The manual override door was removed and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. The cam was reset and then, home button was pressed, and the knife returned to the home position as expected and it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the bailout mechanism was partially activated due to improper handling of the device. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a97y1m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 530d31, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon attached the device into the stomach but when they fired but it did not send the knife blade down the channel and cut. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.